Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose while using the ilet insulin pump, with the device announcing a predicted low during routine activity and the lowest reported glucose of 71 mg/dl; the user did not confirm with a fingerstick and treated with oral carbohydrates per guidance. Symptoms included hypoglycemia. Outcomes included resolution without outside assistance or medical intervention. Investigation included troubleshooting and user education regarding potential contributors such as prior highs, target settings, recent configuration changes, exercise, meal announcements, cgm calibration, medication or habit changes, fill tubing events, disconnections, and insulin type and labeling. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.